Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection and a direct correlation with the device could not be determined through this evaluation. The heartmate ii left ventricular assist system instruction for use lists infection (driveline, pump pocket, and local) as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system (hm ii lvas). This instruction for use, as well as the hmii lvas patient handbook, also provide information regarding how to prevent infection and how to care for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Describe event or problem: the referenced driveline infection was initially reported in MFR. Report # 2916596-2018-05738. Approximate age of device- 5 years, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was expired due advanced age and ongoing infection. The patient originally presented with driveline infection on (B)(6) 2018. The patient reported a two week history of dull, non-radiating, non-colicky right upper quadrant (ruq) pain accompanied by clear discharge from the site of his driveline. The patient reports discharge was not bothersome at the time. The patient denied any history of fever for the past two weeks, pain at site of discharge and notes there was no color or purulence for the past two weeks. The patient reports that he first noted green discharge at his regular clinic appointment. At time of new onset ruq pain the patient denied recent history of trauma, and notes that his pain is primarily positional and is exacerbated when he attempts to get up from a lying position. Follow-up CT abdomen did not reveal any infection of the lvad, all deeper infections. Patient underwent debridement by CT surgery twice and the driveline exit site was changed. Patient was initially covered with vancomycin and cefepime, transitioned to doxycycline 100mg taken orally twice a day and addition of clarithromycin after wound culture returned with rare acid-fast bacilli (afb) smear positive likely non-tuberculosis mycobacterium. Of note, the patient did have severely prolonged qtc. After extensive discussion by heart failure team with the patient, family ultimately decided to change patient's code status to dnr and will plan on turning his ICD off the following week. The patient and family understood that having the patient on clarithromycin puts them at risk for arrhythmias given already prolonged qtc and elected to have continued treatment for infection. The patient ultimately expired. No additional information was reported.